Event description:
No additional information on reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A photograph of the reported device was provided and the complaint was confirmed. Visual review identified that the distal tip of the rasp had fractured off and another rasp was used for comparison. No further evaluation could be performed with the image provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left total hip arthroplasty with fractured rasp along the tip of the femoral component. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a hip procedure, the m/l taper rasp fractured. The fragment was found approximately 4 months post operation in a control x-ray picture. Attempts have been made and additional information on the reported event is unavailable at this time.